Event description:
The customer reported fluid on the caps of samples and the needle bellows not draining completely involving coulter lh 780 hematology analyzer. The customer had replaced the needle cartridge on (B)(6) 2012 but that did not resolve the issue. The customer had on personal protective equipment (ppe): gloves and a laboratory coat during the incident. Patient results were generated and had been normal. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The customer discontinued use of the unit. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2012. The fse discovered drain line clogged and cleared it to resolve the issue. The bellows were overflowing diluent and blood fluid. The fse noted the fluid leak was contained within the unit. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).